Event description:
The acl advance in use at the time of this incident was not directly responsible for the adverse event. The incident was a customer education issue. Customer complaint received that indicated they were unable to obtain pt/aptt results with their acl advance on a pt, due to possible low fibrinogen. Our review showed that the pt sample results were both flagged with a "coag error 8"; however, the customer still reported out the results (greater than 100 seconds for pt and greater than 150 seconds for aptt). The pt was "do not resuscitate" and died that day. However, per the customer, the pt's death was not a direct result of incorrect results from the acl advance. Backup disks from the instrument were unavailable as database maintenance was performed by the customer, prior to notification of the complaint.